Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Initial notes: the entire thing popped off and shower before hand and put the enlite on me and 20 minutes and 45 minutes after that it came right off. Inquired what led up to the complaint. Customer response: tape issues tape not sticking t/s per (B)(4). Inquired how customer prepares the site. Found: shower let it dry and then alcohol wipe . Inquired if customer uses any soaps or lotions. Found: no . Inquired under what circumstances tape does not stick. Found: just randomly. Inquired if additional tapes are being used to secure the sensor. Found: overtape and teagderm. Customer does not perspire heavily. Discussed site preparation (site should be clean and dry, do not use lotions on the site). Customer uses enlite sensors. Customer does not use overtape to hold enlite secure. Discussed applying additional tape to sensor and xmtr which may reduce xmtr movement and protect the sensor and xmtr connection. Discussed covering back of xmtr to help reduce the chances of xmtr catching on clothes. Discussed adding transparent dressing over sensor and xmtr for even more security. Discussed the option to use alternate tape(s) over the sensor and transmitter for added security. Discussed the option of using liquid adhesives. Referred customer to available resources as a guide to assist with improving adhesion. Instructed to monitor and call if problem persists. Adv if they still have issues with tape not sticking after trying products and suggestions their hcp may be able to recommend an ostomy nurse. Explained interaction aftercare email. Customer's outcome pertaining to the complaint: the tape came off and she kept the sensor. I will send her a replacement sensor and she will send this sensor back. Additional notes: lot hg1xa51, exp 12/26/2017. I know why that happened and so much I got blood sugar tabs and kept sucking on chocolates. Ship: 1 mmt-7008b / return: mmt-7008a.

Manufacturer narrative:
Unable to confirm adhesive anomaly on opened/used sensor.